Manufacturer narrative:
During preventative maintenance of the thermogard xp ivtm system (sn (B)(6), the device failed the functional test and displayed a coolant low message even though the coolant is full. The root cause of the error was a malfunction of the coolant sensor block. During functional testing the console failed due to the displayed low coolant message. Despite the coolant level being full, the coolant error message occurred three times. The coolant sensor block was replaced to remedy the issue. During service, unrelated to the low coolant message, the display battery was found to be older than three years. The lithium coin battery was replaced as part of preventative maintenance. The thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance of the thermogard xp ivtm system (sn (B)(6), the device failed the functional test and displayed a coolant low message even though the coolant is full. No patient involvement.